Event description:
The instrument caused an error 5, near beginning of the laparoscopic gastric bypass procedure. The instrument was retorqued with same result. The surgeon could have activated on staple line. A second device was used to complete case with no patient consequence.